Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Information was received that the device was explanted. The user was re-implanted with a similar device. Per incident report, the device was explanted due to malfunction. A new device was implanted. The procedure went well with no complications.

Manufacturer narrative:
Conclusion: device investigation results are indicative of a broken coil wire due to chronic implant movement which has led to device failure over time. As per received information, the recipient experienced intermittent access to sound with the device when moving the head and no trauma or impact to the device was reported. The problems given in the recipient report seem to be congruent with the damage found. This is a final report.

Event description:
Information was received that the device was explanted. The user was re-implanted with a similar device. Per incident report, the device was explanted due to malfunction. A new device was implanted. The procedure went well with no complications.